Event description:
The reporter contacted animas on (B)(6) 2013 reporting that three times in three weeks there has been sediment in the tubing. The nanny changed out the site/set this am and noticed right after priming the tubing (before inserting infusion set) already had white sediment in the tubing. Denied seeing any in the cartridge. The reporter looked at the tubing and ther was white sediment at the hub of the infusion set and scattered through the tubing. The reporter stated (per previous call) that the issue was with the insulin, that the tubing and cartridge is a non reaction. The reporter took the other vials back to pharmacy and they were replaced last week. The reporter stated that the bg was normal. This report is being made due the cartridge issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.